Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. Upon testing, the device was cycled and it fed and formed four conforming clips and three clips with gap as the clips snapped towards the tissue stop. In addition the device locked out as intended. No feeding issues were noted during the analysis. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire clips. The clips that were fired would not close completely. It was unknown which firing this occurred. Another device was used to complete the procedure. No additional information was available. There was no patient consequence.